Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148-2023-04322 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
E1: (B)(6). The device was not returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus 4k autoclavable camera head was not displaying an image on the monitor during procedure preparation. There were no reports of patient harm or impact associated with this event.